Event description:
It was reported that the customer was in the hospital due to high blood glucose levels. The caller wanted to know if the insulin pump could be tested and replaced. Advised the caller that troubleshooting could be conducted, but the call was disconnected. Unable to call the caller or customer back as no information was obtained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.